Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the drift of the flow sensor exceeded the specified limits was observed. A corrective measure with a service tool was used to address the issue. Additionally, it has been determined that the issue was detected during the self-check at standby, and the flow sensor, considered to be faulty, was replaced. The machine flow sensor was returned to the product investigation laboratory (pil). During the evaluation the pil found contamination inside the machine flow sensor. Pil reviewed the event log from service and noted a sensor offset during drift calculation is too high and an error indicating that the machine flow sensor drift above the specification (>0.2lpm) in the log. Pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The aforementioned errors did not recur. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor passed all testing. Pil concluded that while contamination was present, the machine flow sensor operates as designed. Additionally, the UDI has been updated to current standards.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An error indicating that the drift of the flow sensor exceeded the specified limits was observed. A corrective measure with a service tool was used to address the issue. Additionally, it has been determined that the issue was detected during the self-check at standby, and the flow sensor, considered to be faulty, was replaced.